Event description:
It was reported that the pump's usb port was damaged "requires excessive force to plug in to charge". There was no reported adverse impact to the customer. No additional information was received regarding any corrective actions taken by customer or technical support.